Manufacturer narrative:
Concomitant products: product ID 3095, serial # unknown, product type extension; product ID 3889, lot # unknown, product type lead; product ID 3023, serial # unknown, product type implantable neurostimulator. (B)(4).

Event description:
It was reported that they could not insert the lead into the header block of the implantable neurostimulator (ins). On (B)(6) 2014, the patient was scheduled for a replacement of only the generator and the health care provider (hcp) removed the extension and connected the lead to the new ins. It was noted that the hcp could not advance the lead past the last electrode on the header block. The hcp decided to close and left all the components in the patient¿s body. It was reported that the manufacturer representative was able to obtain a different model ins and they finished the case on (B)(6) 2014. The old lead or extension went into the new ins fine without any issue. It was noted that the old lead or extension was working fine and was the impedances were in the normal range.

Manufacturer narrative:
Analysis of the ins ((B)(4)) found no anomaly.

Event description:
Additional information received reported that the health care provider¿s (hcp¿s) office had to send the ins to pathology and the manufacturer representative just got it back from them earlier this week. The ins was dropped in the mail 3 days ago so it should be received soon. It was noted that they did not have a tracking number for the package.

Event description:
Additional information received reported that the implantable neurostimulator (ins) was replaced due to normal battery depletion and the manufacturer representative was present at the surgery. It was noted that the patient was doing well and the battery was being returned. The hospital needed to do their process with the ins and it would be sent back early next week.

Event description:
Additional information received reported that the hcp tried to replace a 10 year old ins with a new ins of a different model. The new ins would not seat all the way and would not fit on the original lead wire and the device was removed. It was noted that an ins the same model as the old ins was ordered and the patient returned 1 week later to have the new ins and new extension implanted. It was reported that the patient was doing well. It was noted that there was no patient death, there was no patient injury, and the patient recovered without sequelae after the device was removed. The ins that was removed was never programmed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.